Event description:
The patient underwent lithotripsy study procedure on right ureter. The console setting used for the procedure showed pulse length long, pulse energy 0.6j, pulse frequency 6hz and total laser energy 3.6w. The fiber was not stripped or cleaved before the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. Cook 6fr x 24cm stent was placed on the procedure day and removed three days post procedure. The patient discharge medications included tylenol and toradol for pain prophylaxis, and ditropan for bladder spasm prophylaxis. The patient began experiencing irritative urinary symptoms on the procedure day (post procedure). The patient symptoms were reported to be ongoing, not serious, and no action was taken. The study facility assessed the irritative urinary symptoms as possibly related to the lithotripsy procedure and possibly related to the device.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with this type of treatment and is noted as such in the device direction for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
The patient underwent lithotripsy study procedure on right ureter. The console setting used for the procedure showed pulse length long, pulse energy 0.6j, pulse frequency 6hz and total laser energy 3.6w. The fiber was not stripped or cleaved before the procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. Cook 6fr x 24cm stent was placed on the procedure day and removed three days post procedure. The patient discharge medications included tylenol and toradol for pain prophylaxis, and ditropan for bladder spasm prophylaxis. The patient began experiencing irritative urinary symptoms on the procedure day (post procedure). The patient symptoms were reported to be ongoing, not serious, and no action was taken. The study facility assessed the irritative urinary symptoms as possibly related to the lithotripsy procedure and possibly related to the device.